Event description:
Following a ptca procedure an angio-seal device was placed. Per the physician, hemostasis was not achieved and he tamped somewhat vigorously during the initial placement of the angio-seal. Manual pressure was also held for 3-5 minutes and the pt had positive pulses post procedure. Somwtime later in the week of 1/12/1998 the pt returned to the emergency room with complaints of groin pain and cold foot. An ultrasound revealed loss of flow. An angiogram was obtained; prior to the angiogram the pt had positive pulses per doppler. The pt went to the operating room on 1/17/1998 where she had an embolectomy. Clots were noted above the puncture site to the common femoral artery and extended to the iliac. The surgeon noted that the anchor was obstructing flow and caused the clots. Follow-up on 2/4/1998 with the physician noted the pt was doing well post operatively.